Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while the site was working with the ent software, the site stated that it shows a 4 mm gap. Additional information was received: the navigation system was not used in the procedure. The 4mm gap that was reported was on an image. When reviewing the navigation system, it was found that everything is in perfect condition. Surgeons will be educated to make a correct record of the patient.

Manufacturer narrative:
A software investigation was initiated, however logs and archives were not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative at the site stated that as there were no failures found with the system/instruments, it was determined that the likely cause was user error.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found. The hard ware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.